Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing which appeared to cause device classified false termination. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.